Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer determined that the cause of the reported issue was that a broken pin had become lodged in the device's therapy connector assembly. It was later confirmed by the customer that he replaced the therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an inspection of their device he observed that it would not charge (in order to shock) using hard paddles. As a result, defibrillation was not possible. There was no patient use associated with the reported event.